Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received a motor error alarm, excessive no delivery alarm; as a result of pump malfunction, customer went to the emergency room on two occasions with high blood glucose. Customer's blood glucose was 620 mg/dl on (B)(6) 2016 and 570 mg/dl on (B)(6) 2016. Customer had symptoms of rapid heart rate, vomiting, nausea and high pulse rate. Customer was treated with manual injections. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.